Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead was explanted due to noise on the rate sense channel. The source of the noise could not be identified, and a new rv lead was implanted without complication. This noise resulted in inhibition of rv pacing and an inappropriate shock. No adverse patient effects were reported.